Manufacturer narrative:
Based on the claim against the product by the customer noting that the left eye was black in the ssc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed issue on left eye and replaced two hrsv monitors to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive two da vinci products to perform failure analysis. The first high resolution stereo viewer (hrsv) was analyzed and the complaint regarding black left eye vision was not confirmed by failure analysis. Video was found in both eyes when the hrsv was installed into the printed circuit assembly (pca) xi system. The hrsv passed an image quality check. There was no noise, or issues with focus. The system was power cycled for an hour with no issues found. The reported complaint against the second hrsv was replicated/confirmed. The hrsv was installed on a pca test system. The system started up with no image in the left eye, the screen was completely black. This hrsv will be sent to the original manufacturer for repair. The complaint regarding blank left eye was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to a new surgeon side console after the start of the procedure due to the high resolution stereo viewer not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left eye in one of the surgeon side consoles (ssc) was black. The customer had ensured that there were no video cables connected to the ssc, and power cycled the system with no change. The customer elected to switch to the second ssc. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.